Manufacturer narrative:
D10: concomitants: (B)(6), 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t. (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant.

Event description:
It was reported that approximately 33 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening of the femoral component and insert. Photos provided show signs of tibial insert poly wear. There were no device breakages or surgical delays during the procedure. No further issues or complications were reported. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for return. Chain of command due to recall, hospital will not release indicated. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: b, c, d, e, g. The revision reported may have been the result of femoral loosening, prosthesis wear, loosening of the tibial insert within the tibial tray, and/or inclusion of the polyethylene insert in the packaging recall. However, the failures could not be confirmed and potential contributions of user and patient-related considerations to the reported event could not be assessed as the devices were not available for evaluation and device images and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.